Event description:
It was reported to philips that the pacer test failed every time. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the pacer test failed every time. There was no patient involvement. The service representative found the therapy pca needs replacing. Upon conclusion of the evaluation, it was determined that the therapy pca requires replacement. It was replaced.. The device was put back into service.